Manufacturer narrative:
Consumer stated she had it for 3 weeks. The harder tray has fallen apart from the soft. Likes the product.

Event description:
Consumer stated she had it for 3 weeks. The harder tray has fallen apart from the soft. Likes the product.